Event description:
A malfunction alarm with code malf 12 was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, which the customer successfully performed without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue returned.